Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent radiation procedure, after the procedure, the pulse generator exhibited an intermittent telemetry. Electrocardiogram did not show any anomalies, no adversed consequence to the patient. The patient would be monitored.